Manufacturer narrative:
The device was returned and evaluated. The cannula assembly was fully deployed and the needle completely retracted. Inspection of the cannula assembly did not find any issues that would result in the cannula improperly inserting or high blood glucose levels. Although no issues were noted, it could not be conclusively determined if the cannula was improperly inserted in the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016. Using the pod 5 / page 54 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44 warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 21.2 mmol/l (382 mg/dl) while wearing the pod between 4 and 24 hours on the arm. The adhesive pad was not sticking well and the patient¿s mother was unsure if the cannula was properly seated in the infusion site. A new pod was applied 10 minutes after the event and a bolus of 8.7 units was administered.